Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and repliform was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and xenform and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal vault suspension, enterocele repair, posterior repair, and bladder hydrodistention due to sui, vault prolapse, enterocele, and interstitial cystitis. It was reported that the patient underwent mesh revision for previous implant on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital. (B)(4).

Manufacturer narrative:
.